Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air entered the unspecified bd¿ infusion set line during use. The following information was provided by the initial reporter: "the majority of air in line reports from staff, state that they do not actually see air in the line. This would be considered a nuisance air in line alarm. This can be caused by several different issues of which we discussed." "Many think the whole pumping segment (silastic tubing portion) is where the pump alarms for air but it is actually a small area between to blue knuckles at the bottom of the pumping area. That is the only place it reads air in line. In order to trouble shoot air in line, you have to know where to look." "Set loading: incorrect loading of the IV set, in this case, not pushing the tubing into the air in line sensor, can cause nuisance air in line alarms. If you do not push the tubing into the air in line sensor, the pump will think the space behind the tubing is an air bubble." "Cleaning: sometimes fluid can get dripped into the air in line sensor causing it to become spotty like glasses in your dishwasher. The air in line sensor can be cleaned with a cotton swab dampened with water and run through the sensor and let dry.. Do not use alcohol or any other cleaner as it can damage the sensor." "Cleaning during pm: based on our conversation, it appears as though the spikes of air in line alarms in the data took place around the time of the pms by a third party vendor. There was one person from each facility that had to clean all of those pumps before the third party worked on them. It is possible they dripped cleaner into the air in line sensor by laying it on the back causing the sensor to be spotty. Review cleaning policy to assure that the devices are being cleaned properly to help minimize the risk of nuisance air in line alarms." "Education: nurses currently do not have a yearly review on the device. Suggest an annual review on alaris, using manufacturers materials, to help assure proper training is completed." "Issue with the air in line sensor: there is the possibility that the sensor is damaged. When you tested the devices internally they passed. There is still a possibility that it could be an issue with the sensor".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that have issues with air in line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that air entered the unspecified bd¿ infusion set line during use. The following information was provided by the initial reporter: "the majority of air in line reports from staff, state that they do not actually see air in the line. This would be considered a nuisance air in line alarm. This can be caused by several different issues of which we discussed." "Many think the whole pumping segment (silastic tubing portion) is where the pump alarms for air but it is actually a small area between to blue knuckles at the bottom of the pumping area. That is the only place it reads air in line. In order to trouble shoot air in line, you have to know where to look." "Set loading: incorrect loading of the IV set, in this case, not pushing the tubing into the air in line sensor, can cause nuisance air in line alarms. If you do not push the tubing into the air in line sensor, the pump will think the space behind the tubing is an air bubble." "Cleaning: sometimes fluid can get dripped into the air in line sensor causing it to become spotty like glasses in your dishwasher. The air in line sensor can be cleaned with a cotton swab dampened with water and run through the sensor and let dry.. Do not use alcohol or any other cleaner as it can damage the sensor." "Cleaning during pm: based on our conversation, it appears as though the spikes of air in line alarms in the data took place around the time of the pms by a third party vendor. There was one person from each facility that had to clean all of those pumps before the third party worked on them. It is possible they dripped cleaner into the air in line sensor by laying it on the back causing the sensor to be spotty. Review cleaning policy to assure that the devices are being cleaned properly to help minimize the risk of nuisance air in line alarms." "Education: nurses currently do not have a yearly review on the device. Suggest an annual review on alaris, using manufacturers materials, to help assure proper training is completed." "Issue with the air in line sensor: there is the possibility that the sensor is damaged. When you tested the devices internally they passed. There is still a possibility that it could be an issue with the sensor"